Event description:
Patient reported ¿pain,¿ ¿purulent discharge,¿ ¿inflammation,¿ ¿swelling,¿ ¿ultrasound showed swelling of the breast tissue,¿ ¿ultrasound showed fluid, asymmetrical breasts, device dislocation,¿ ¿swelling of the left breast, size increase,¿ ¿MRI showed signs of intracapsular rupture of the left device and capsular defect of the left device,¿ ¿seroma on the left side, capsular contracture (baker grade unknown).¿ the device has been explanted. Treatment: capsular removal on the left, mastopexy.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of " drainage, capsular contracture and seroma -late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage, rupture, capsular contracture baker grade unknown, seroma-late, pain, inflammation/irritation, malposition.